Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lumbar pain") and genital haemorrhage ("daily loss of blood") in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pains"), fatigue ("fatigue"), depression ("depression") and insomnia ("insomnia"). In (B)(6) 2017, the patient experienced device breakage ("monitoring CT scan after persistent lumbar pain found a piece of essure in uterus") and complication of device removal ("monitoring CT scan after persistent lumbar pain found a piece of essure in uterus"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6)2017. At the time of the report, the back pain, device breakage, complication of device removal, genital haemorrhage, arthralgia, fatigue, depression and insomnia outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, complication of device removal, depression, device breakage, fatigue, genital haemorrhage and insomnia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2017: residual microfragment of the device. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: case (B)(4) (mr number (B)(4)) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporter (case is potential legal), start and stop date of essure added no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain") and genital haemorrhage ("daily loss of blood") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pains"), fatigue ("fatigue"), depression ("depression") and insomnia ("insomnia"). In (B)(6) 2017, the patient was diagnosed with device breakage ("monitoring CT scan after persistent lumbar pain found a piece of essure in uterus") and complication of device removal ("monitoring CT scan after persistent lumbar pain found a piece of essure in uterus"). The patient was treated with surgery (removal of essure on (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the back pain, device breakage, complication of device removal, genital haemorrhage, arthralgia, fatigue, depression and insomnia outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, complication of device removal, depression, device breakage, fatigue, genital haemorrhage and insomnia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2017: piece of essure in uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 22-aug-2017 for the following meddra preferred terms: back pain. The analysis in the global safety database revealed 320 cases. Device breakage. The analysis in the global safety database revealed 1.690 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.